Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter a (B)(6) year old man presented with a recurrent parastomal hernia 2 years after open hernia repair with an intraperitoneal onlay mesh technique. An extensive adhesiolysis was performed and an intraperitoneal mesh with a parastomal chimney was placed. Around the stoma and in the right hemiabdomen, the mesh was fixed with absorbable tackers. This approach was chosen for optimal mesh placement around the stoma. In contrast, mesh fixation in the left hemiabdomen was performed using transfascial non-resorbable monofilament sutures. After an uneventful first day, the abdominal drain showed biliary ascites. Owing to a suspected small bowel leak after extended adhesiolysis, the patient was taken immediately to the operating room for a relaparotomy. A perforation of the gallbladder was discovered opposite a tacker. No other signs of gallbladder pathology such as chronic or acute inflammation were found. Displaced tackers were removed and replaced by transfascial sutures, and the revision was completed with a cholecystectomy. The further postoperative course was uneventful and he fully recovered from surgery.